Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 069 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 11/13/2017 with the following findings: review of the black box data and alarm history did not reveal any records of the alleged call service alarm ¿cs069¿. On investigation, the pump powered on normally and was exercised for 24 hours without the occurrence of any errors, alarms or warnings. Investigation did not duplicate the alleged call service alarm complaint. Unrelated to the complaint, the battery compartment was noted to be cracked and the display was found to be dim and discolored.